Event description:
Based on the additional information received on (B)(4) 2013, this case initially considered as non-serious was upgraded to serious because the event of pronounced articular effusion required hospitalization and intervention with arthroscopic synovectomy. This serious unsolicited device case from (B)(6) was received on (B)(6) 2013 from an orthopaedic surgeon. This case involves a (B)(6) female pt whose value of c-reactive protein was 5.5 mg/l and experienced effusion of left knee/pronounced articular effusion, chills, fever, pain in limbs, hyperthermia of left knee, swelling of left knee after receiving treatment with synvisc one injection. Based on the additional information received on (B)(4) 2013, the events of c-reactive protein was 5.5 mg/l, chills, fever, pain in limbs, hyperthermia of left knee, swelling of left knee were added. No relevant medical history, past drugs, other concomitant medication or concurrent conditions were reported. On (B)(6) 2013, the pt received treatment with intra-articular synvisc one injection, once (dose, batch/lot number and expiration date not provided) into an unspecified location for an unknown indication. On (B)(6) 2013, (5 days after administration of synvisc one injection), the pt experienced effusion of left knee/pronounced articular effusion, chills, fever, pain in limbs, hyperthermia of left knee and swelling of left knee. The following day of (B)(6) 2013, the pt was hospitalized and it was reported that the pt's c-reactive protein was 5.5 mg/l (reference range 0.5) and suspicion of infectious severe synovitis was raised. The same day, the lab data resulted erythrocyte sedimentation rate of 10 mm/hr showing considerable increased inflammation parameters. It was reported that no bacteria was detected in synovial fluid culture. It was reported that the pt was discharged on an unknown date. Outcome: recovering/resolving for the event of pronounced articular effusion/effusion of left knee and unknown for the events of chills, fever, pain in limbs, hyperthermia of left knee, swelling of left knee and c-reactive protein was 5.5 mg/l. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: the event of effusion of left knee was assessed as serious as intervention with arthroscopic synovectomy was performed. Reporter causality: probable with the event of pronounced articular effusion. Additional information was received on (B)(4) 2013 from an orthopaedic surgeon. Pt demographics, events of c-reactive protein was 5.5 mg/l, chills, fever, pain in limbs, hyperthermia of left knee, swelling of left knee were added, seriousness criteria was upgraded and lab data were added.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company follow up comment dated (B)(4) 2013: case has been upgraded to serious as pt underwent arthroscopic synovectomy for articular effusion/effusion of left knee after treatment with synvisc-one. Although, the role of device cannot be ruled out based on temporal and anatomical proximity; however, information regarding pt's medical and allergies to drugs is requested for better assessment.